Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keypad not working" was able to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the second column of keys which were not functioning. The keypad requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's keypad was not working during testing in the biomedical service department. There was no patient involvement. No additional information is available.